Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for the lot. The investigation determined the reported failure to advance and stent dislodgment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a previously stented lesion in the iliac artery. An attempt to pass a 7x29mm omnilink elite stent through the previously implanted stent was made; however, the omnilink elite stent got caught on the implanted stent and dislodged. An attempt to re-capture the stent with a snare was made; however, unsuccessful and the patient was sent to surgery. The omnilink elite stent was successfully removed and the patient is doing well. No additional information was provided.